Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the infusion device lost power and turned off, which resulted in the patient being hospitalized. The customer experienced elevated blood glucose levels of nausea, vomiting, and weakness and went to the hospital. The blood glucose results and treatment received at the hospital were not provided. At the time of the initial report the customer was still hospitalized; it is unknown when she will be discharged. No further information was provided.